Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the jacket of the white power cable on the system controller (serial number (B)(6)) was confirmed via submitted images. No product was returned for evaluation; however, an image was submitted of the damaged area of the system controller (serial number (B)(6)). The submitted image revealed that the strain relief of the white power cable was slightly recessed from its expected position. Submitted log files captured no notable or atypical events related to the reported event; routine events were captured. The pump was found to be operating as intended within the expected speed range throughout the data capture. Available information provided that the patient sustained a mechanical fall while riding their bike two weeks prior to 12may2026. The device interrogation was negative for any power disruption. When switching power sources, there was no resistance noted and the device was receiving both data and power continuously. It was later communicated that the device remained operational and the system controller was not exchanged given that it operated as expected. The root cause of the reported event was unable to be conclusively determined through this investigation. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. The current revision of IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 IFU, (section 8, ¿equipment storage and care¿), provides instruction on how to properly care for the equipment, including the system controller. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient sustained a mechanical fall while riding their bike two weeks prior to (B)(6) 2026. The patient stated that the patient data cable from their system controller's protective sleeve had moved. The device interrogation was negative for any power disruption. When switching power sources, there was no resistance noted and the device was receiving both data and power continuously. The log files were submitted for review. The log files captured multiple low power advisories due to normal battery depletion. There were a few instances of the patient sleeping on battery power. There were no other unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment operated as intended. It was later communicated that the device remained operational and the controller was not exchanged given that it operated as expected.